Event description:
It was reported to boston scientific corporation that a mantis clip was used in the rectum during a colonoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient underwent an endoscopic mucosal resection (emr) procedure, and a hemostatic powder was placed on the post polypectomy site. On (B)(6) 2024, the following day, the patient returned due to a gastrointestinal (gi) bleed. The physician tried to control the bleeding with a powder hemostat. During that time, the physician noticed that the area was still bleeding, so he tried to use multiple clips from different manufacturers without success. Ultimately, a mix of mantis clips and resolution clips were successfully placed to stop the bleeding; however, one of the mantis clips was very difficult to deploy. It was reported that the patient more likely had a fibrotic tissue where the polyp was removed. Note: it was reported that the patient more likely had a fibrotic tissue. However, per the instructions for use (IFU), "clipping hard or severely fibrotic lesions may result in ineffective hemostasis. Additional interventions may be required to control bleeding." There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip was very difficult to deploy. Block h11: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with the yoke still attached to the control wire, evidence of premature deployment. No other problems with the device were noted. The reported event of clip difficult to deploy was not confirmed. It is possible that due to factors encountered during the procedure, such as the patient's condition, particularly when dealing with hard or severely fibrotic lesions, can impact the effectiveness of the hemostatic procedure. Specifically, the IFU notes that such patient conditions may lead to ineffective hemostasis and may necessitate additional interventions to control bleeding. Therefore, the difficulty experienced when deploying the clip is related to the reported anatomical conditions reported, and it might be that at the time the clip grabs the fibrotic tissue and at the time when the handle was pulled, it feels harder because the clip arms need to bite tighter tissue. However, the clip assembly was not returned, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Therefore, the most probable root cause is adverse event related to patient condition. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h2: additional information: block d4 (model number, lot number, expiration date and unique identifier (UDI) #) and h4 (device manufacture date) have been updated based on the additional information received on july 11, 2024. Block h6: imdrf device code a15 captures the reportable event of clip was very difficult to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the rectum during a colonoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient underwent an endoscopic mucosal resection (emr) procedure, and a hemostatic powder was placed on the post polypectomy site. On (B)(6) 2024, the following day, the patient returned due to a gastrointestinal (gi) bleed. The physician tried to control the bleeding with a powder hemostat. During that time, the physician noticed that the area was still bleeding, so he tried to use multiple clips from different manufacturers without success. Ultimately, a mix of mantis clips and resolution clips were successfully placed to stop the bleeding; however, one of the mantis clips was very difficult to deploy. It was reported that the patient more likely had a fibrotic tissue where the polyp was removed. Note: it was reported that the patient more likely had a fibrotic tissue. However, per the instructions for use (IFU), "clipping hard or severely fibrotic lesions may result in ineffective hemostasis. Additional interventions may be required to control bleeding." There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the rectum during a colonoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient underwent an endoscopic mucosal resection (emr) procedure, and a hemostatic powder was placed on the post polypectomy site. On (B)(6) 2024, the following day, the patient returned due to a gastrointestinal (gi) bleed. The physician tried to control the bleeding with a powder hemostat. During that time, the physician noticed that the area was still bleeding, so he tried to use multiple clips from different manufacturers without success. Ultimately, a mix of mantis clips and resolution clips were successfully placed to stop the bleeding; however, one of the mantis clips was very difficult to deploy. It was reported that the patient more likely had a fibrotic tissue where the polyp was removed. Note: it was reported that the patient more likely had a fibrotic tissue. However, per the instructions for use (IFU), "clipping hard or severely fibrotic lesions may result in ineffective hemostasis. Additional interventions may be required to control bleeding.". There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip was very difficult to deploy.